Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that during a refill on (B)(6) 2014 the health care provider was filling the pump reservoir with 40 cc of dilaudid and got a return of drug the whole time. The same evening the patient went to the emergency room and was monitored overnight for symptoms of nausea and vomiting. The next day, the patient was seen back at the clinic stating he felt loopy with a lot of medication in his system. He did not feel right and had increased pain. The health care provider did not want to access the pump for fear of increasing the risk of infection; however, the health care provider believed a pocket fill had occurred. Three weeks following the refill, the reservoir was accessed and no drug was aspirated. The pump was refilled with drug on (B)(6) 2014, and the daily dose was decreased from 13.289 mg/day to 2 mg/day. The following day the patient returned with symptoms of withdrawal. The dose was increased to 4 mg/day, but it was planned to be increased to 6 mg/day.